Manufacturer narrative:
H11: livanova deutschland manufactures the scpc. The incident occurred in china. Through follow-up communication, livanova learned the following additional information: after the incident, a livanova authorized engineer has checked and repaired the device. No error message was displayed during the procedure. Involved pump log files were not provided. The system was used with a revolution disposable. Investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a scpc, used during ECMO to give life support to a patient during resuscitation and during operation, suddenly stopped rotating, causing the patient's cardiac arrest. Then, medical team gave cardiopulmonary resuscitation (CPR), defibrillation, massive rehydration and high-dose vasoactive drugs to patient. In addition, manual hand-cranking of the centrifugal pump for blood supply was performed and after switching off and back on off for three (3) times, the centrifugal pump returned to normal function and continued to operate. The outcome communicated initially was that the severity of the injury was serious. Through follow up communication, livanova became aware that the patient deceased.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the service history for the affected device confirmed that the reported event represented the first occurrence associated with the specific unit involved. No adverse trend associated with this failure mode was identified. Based on the available information, a definitive root cause for the reported event could not be established. However, considering that the issue could not be reproduced during post-event functional testing, the involvement of a systemic device issue is considered unlikely. Nonetheless, a transient and non-persistent malfunction of the system cannot be excluded as a potential contributing factor to the reported behavior. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
Through follow up with the customer, livanova learned that: 1) the complained scpc was not subjected to livanova regular maintenance checks. The fse went on-site to simulate the operation, and the failure didn¿t re-occur. 2) medical staff observed decreased flow after they heard the alarm. However, the staff did not notice the alarm since they were receiving new patients. The staff did not notice any noise, any clotting nor any kink in the circuit. 3) no pressure sensor and no erc were being used. 4) the disposable revolution is not available, the whole set consumables were disposed of. 5) the patient was 2nd/ 3rd of ECMO. According to information from medical staff, the patient's prognosis was poor and died after being discharged from the hospital. 6) the exact time for how long the pump stop was unknow. 7) the medical staff was incapable to reach the desired flow, the staff was not sure whether the hand-cranking speed was not enough. The flow was back to normal after the second re-install. DHR review for lot of revolution involved in current complaint did not identify any deviation relevant to the issue. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Here below a summary of the information collected regarding the reported event: livanova deutschland received a report that a scpc, used during ECMO to give life support to a patient during resuscitation and during operation, suddenly stopped rotating, causing the patient's cardiac arrest. Then, medical team gave cardiopulmonary resuscitation (CPR), defibrillation, massive rehydration and high-dose vasoactive drugs to patient. In addition, manual hand-cranking of the centrifugal pump for blood supply was performed and after switching off and back on for three (3) times, the centrifugal pump returned to normal function and continued to operate. The outcome communicated initially was that the severity of the injury was serious. Through follow up communication, livanova became aware that the patient deceased. Initially, it was reported that no error was displayed during the procedure. Through further follow up communication, it was found out that: the scpc was not equipped with bubble/pressure sensors. The patient was in ECMO support for a long time, due to a myocardial infarction. When the issue occurred, the medical staff was handing over the patient's condition to the emergency nurse. Suddenly, an alarm from the device could be heard. The hospital medical team found that the blood flow rate had decreased, and the pump was not rotating. The exact pump stop duration is unknown. While the pump was stopped, the patient experienced ventricular fibrillation and defibrillation was performed twice. Medical team then increased the blood flow by hand-crank, and the target blood flow could not be reached also in this case. After hand-cranking for 3 minutes, the medical team re-installed the pump twice (first attempt to reinstall the pump was not successful) and the pump returned to normal function. Based on information collected up to date, the reported condition is determined to be as a centrifugal pump that stopped running and target flow could not be reached with hand-crank. Analysis of the collected information and a review of the DHR did not identify any deviations or nonconformities relevant to the issue. No manufacturing issue was identified at the time of product release and there is no record of a product defect at the time of installation or during use of the device, including in the information related to this event. Therefore, a manufacturing issue was excluded as a cause. Based on collected information, after the pump stop, the hand-crank was performed, and the target flow could not be achieved. After 3 minutes of hand cranking and attempts of the medical staff to reposition the disposable pump on the drive unit, the pump normal function could be eventually restored. This is in line with the findings of the on-site technical inspection and the functional tests that could neither confirm nor reproduce any malfunction of scpc equipment. All these elements suggest that the experienced problem was likely independent from the drive unit itself. Therefore, livanova is investigating external factors as potential causes of the event (i.e. Presence of kink or clotting in the circuits or in the cannula that may have led to no flow with consequent alarm and pump stop that was subsequently resolved by circuit/tubing/pump manipulation during troubleshooting). Further follow up communication with the customer is ongoing to clarify the exact sequence of events, external factors that may have led to the reported event and the alarm code that was displayed by the device when the issue occurred. Based on information collected up to date and results of functional tests conducted on the device, livanova has not identified any failure or malfunction of the scpc system. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.